Event description:
In 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra surestep enhanced meter had segments missing from the characters on the display. The med affairs spec. (Mas) contacted the pt to obtain and verify info; however was unable to reach her by telephone. Five days later, the mas mailed a letter requesting the pt contact med affairs. On an unspecified date during the week of may, 2006 the pt obtained the results of 108 mg/dl and 128 mg/dl on the reported meter. At that time, the pt noted there were segments missing from the characters on the display. She was also experiencing the symptoms of thirst, frequent urination and vomitting.the pt admin self-care by taking insulin, specific dose unk. At an unspecified time, the pt was admitted to the hosp. Her blood glucose levels as tested in the hosp were 700 mg/dl and 790 mg/dl. The pt received "no treatment". The pt takes 20 units novolog insulin with each meal, and 25 units lantus at night. The customer care advocate (cca) determined during the troubleshooting telephone call the pt had tried replacing the batteries on the meter to troubleshooting the missing segments issue. The meter, test strips and control solution were replaced. The pt misinterpreted her blood glucose readings on the reported meter due to the missing segments, became hyperglycemic, and required hospitalization.